Event description:
Customer alleged the back of the rollator broke while in use. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the back of the rollator broke causing the consumer to fall backwards, hitting the floor. Dealer is unaware of any injury at this time. RMA (B)(4) has been issued and the product is to be returned to invacare for an inspection and evaluation.